Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot has been requested. A follow up report will be submitted.

Event description:
Routine complaint investigation when a consumer reported receiving a reading of 86mg/dl on his precision qid blood glucose monitor when compared to a laboratory value of 50mg/dl. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.